Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead exhibited undersensing resulting in a very low r-wave value. The lead was tested once more a month later, and the r-waves were sensing within acceptable limits. The lead remains in use. No patient complications have been reported as a result of this event.